Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the serviced components or a combination thereof is the likely cause of this event. The beckman coulter field service engineer replaced the reference valve, the pinch valve, reference block, and mix motor to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erratic ise (ion-selective electrode) results for two (2) patients generated on the laboratory¿s au680 clinical chemistry analyzer. However, after review of the patient data, the results for one patient were outside the precision claims as stated in the ise reagent instructions for use. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event.